Manufacturer narrative:
Poly swap, unknown reason. Due to the original poly lot number remaining unknown, simulated use testing cannot be conducted utilizing similar parts to simulate the event. Additionally, the poly component was implanted for approximately 12 years, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. There were 51 similar complaints identified for star poly swaps with no reported damage beyond normal wear. Previous complaints were investigated and documented by stryker prior to february 2023 and do not aid in investigation for this complaint. Similar complaints identified after february 2023 had a root cause of unknown and do not aid in the investigation for this complaint. There were no abnormalities in regard to ohr review. It is unknown if the doctor followed the surgical technique with the limited information available. The poly was not returned, so visual and dimensional inspection did not occur. Simulated use testing did not occur as the poly was implanted for an approximately 12 years and the part and lot numbers remaining unknown. Based on the limited information, and the poly not being returned, the root cause shall remain as unknown. The following information remains unknown: date reporter notified of event, height, weight, bone quality, activity level, inventory type, product description, part and lot number, inventory status. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It is to be noted that no adverse events were reported resulting from the swapped poly. It was determined that 736 tibial polymer components (pn:400-14x) were sold during august 2022 and august 2023. With 52 reported events, the occurrence rate is (B)(4). Thus, an occurrence level of 5 (frequent/high) is appropriate. Per rf-str-0001 revision 2 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state-of-the-art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate. Though the root cause is unknown, it is not expected to be attributed to the supplier.

Event description:
Revision surgery - poly swap, unknown reason.